Event description:
It was reported that the insulin pump alarmed button error during bolus. Customer's blood glucose reading at the time of the call was 4.8 mmol/l. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted during testing. The insulin pump had unresponsive buttons due to corroded keypad traces. The insulin pump had minor scratches on the display window, cracked case at the display window corners, cracked battery tube threads, a cracked belt clip slot, cracked reservoir tube lip, cracked reservoir tube window, cracked case at a reservoir tube window corner and a missing end cap sticker.